Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with a techstar xl 6 fr device. When deploying the device, only one needle presented. Fluoroscopy confirmed that the posterior needle had missed the barrel. Needle backdown was unsuccessful. The physician attempted to manipulate the device, but it was caught in the artery and could not be removed. The pt was taken to surgery for device removal and closure of the artery. The vascular surgeon's report noted there did not appear to be any tissue captured by the posterior needle.